Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had revision today to move the neurostimulator from the right to the left. Patient was in too much pain for assistance with the handset earlier, but now needed assistance to connect to her implant. Patient said implant flipped over 2 times within 6 month period. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Patient was able to connect to her implant with the handset.